Manufacturer narrative:
(B)(6). (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.